Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of (B)(6) peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. The cause of the patient¿s peritonitis event was not confirmed; however, the culture result of staphylococcus aureus suggests a breach in aseptic technique as this organism is most often found in the nares and on skin and accounts for one of the most common causes of pd-associated peritonitis.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient had peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2019 with a pd effluent sample for a routine clearance test. The pd effluent was found to be cloudy. The effluent was sent for culture and sensitivity and the patient was initiated on the pd clinic¿s peritonitis protocol. Antibiotics were initiated with intraperitoneal (ip) vancomycin and fortaz (dose, frequency and duration unknown). The pd cultures resulted positive for (B)(6). The ip fortaz was discontinued, and the patient remained on ip vancomycin every 4 days for 21 days (dose unknown). The patient continued pd therapy on the liberty select cycler during recovery. The patient did not require hospitalization. The cause of the peritonitis is unknown; however, there are no reports of a fluid leak during treatment reported for this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.